Manufacturer narrative:
This report is submitted on october 3, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and poor performance leading to a lack of device use. Subsequently the device was explanted (date not reported) and the patient was not reimplanted with a new device.

Manufacturer narrative:
This report is filed on december 18, 2018. (B)(4).